Event description:
In 2009, the lay user/patient contacted lifescan (lfs) to report that the one touch ultra 2 meter was giving the error 1 error message, and then would not power on. The senior medical surveillance specialist was able to classify the complaint based on the information originally provided. The day prior at 4:00 pm, the patient noticed and reported meter gave the error 1 error message after he replaced the battery; and afterwards the meter would not power on. Five hours later, the patient experienced the symptoms of frequent urination, thirst and blurred vision. The patient took no action, and did not seek any medical attention. The patient takes insulin to manage his diabetes and tests his blood glucose levels more than four times per day. Troubleshooting revealed the test strips were correct, the patient had correctly replaced the battery, and the battery contacts were in good condition. The meter and test strips were replaced. The patient reported to have suffered symptoms suggesting hyperglycemia after he was unable to test his blood glucose levels, due to the meter issues. Therefore his complaint is being reported.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.